Manufacturer narrative:
For the last calibration performed on (B)(6) 2023, the calibration signals were slightly lower than expected but did not appear to affect the performance of the calibration. There were no calibration alarms. The controls recovered within range. There was no indication of a reagent or instrument performance issue. Upon review of the alarm trace, system reagent short, sample short, and sample clot detection alarms were observed. The sample-related alarms indicate a possible issue with sample quality. The field service engineer checked the system. Instrument checks passed. Precision studies were performed. The customer ran calibration and controls; results were within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys testosterone ii assay ver. 2 on a cobas 8000 e 801 module. The sample initially resulted in a testosterone value of > 1500 ng/dl with a data flag and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting in a value of 17.0 ng/dl. The sample was also repeated on a third analyzer, resulting in a value of 17.8 ng/dl. The sample was repeated on the same analyzer, resulting in a value of 17.9 ng/dl. The repeat value of 17.0 ng/ml was deemed correct and a corrected report was issued. The testosterone reagent lot number was 620937. The reagent expiration date was requested, but not provided.